Event description:
Litigation papers allege elevated blood metal levels, discomfort, squeaking, pain, and soreness, which in turn negatively affected his ability to walk, move, and sleep.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege elevated blood metal levels, discomfort, squeaking, pain, and soreness, which in tum negatively affected his ability to walk, move, and sleep. ***update: (B)(6) 2011 - the sales rep has reported the revision surgery. Report stated that cup was not grossly loose but not ingrown.